Event description:
It was reported that a flogard infusion pump presented an air in line alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device passed all tests according to specification. The reported condition was not confirmed. A service history review was performed revealing the reported condition is not related to any previous service request on this pump. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: a service history review revealed that this device was previously serviced for the reported condition. Additional information: should additional relevant information become available, a supplemental report will be submitted.